Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).

Event description:
The complaint/event involved a chemosafelock vial adapter. The customer reported white foreign material was suspended in a vial containing solution during drug preparation. This device was connected to a vial bottle of endoxan for injection500mg shionogi when it was received. The foreign matter measured approximately 1.7mm x 1.1mm, and it was hard resin in nature. Ftir (fourier transform infrared) spectroscopy was performed on the foreign substance and the result shows the spectrum similar to abs resin. The event was detected prior to direct patient use and there was no reported impact or harm on the patient or the medical institution worker. There was no unprotected chemo exposure and no medical/surgical intervention required. The device was changed with no further problems encountered.

Manufacturer narrative:
A couple of photos were shared by a customer, where a small piece of white particulate is observed deep into a vial. The customer shows a fourier transform infrared (ftir) result where the reference shows an abs material, no additional damage or anomalies are observed. One (1) used list# kl-va201u3, chemosafelock vial adapter, and a petri dish were returned for evaluation. As received, the returned item kl-va201u3 was visually inspected, looking at the potential source of the particulate. However, no grooves, flashes, or scratches were found. The complaint of particulate matter can be confirmed. However, based on the ftir results shared by the customer this particulate does not have any component from the manufacturing process that matches with this. The probable cause is unknown.

Manufacturer narrative:
Additional information: d4. Device history lot review of potential lot #14036558 shared by customer was performed, and no anomalies, issues or nonconformances were identified that might be related with the condition reported by customer.